Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one day post a device change-out procedure, the patient reported hearing an alert. A remote monitoring transmission indicated noise on the right ventricular lead, so an x-ray was performed and noted that the pin was loose. The pin was secured during the revision procedure. The device and lead remain in use. No patient complications have been reported as a result of this event.